Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer was unable to unlock the pump. Customer had elevated blood glucose levels (346 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated that they will continue to use the pump for basal delivery and has back up manual injections if needed.